Event description:
Upon further review of the manufacturer's complaint record database, it was determined the same issue was reported under MFR. Report#:1627487-2017-04206 along with the explant and replacement of the patient's ipg. The device analysis will be reported under MFR. Report#: 1627487-2017-04206.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a "replace generator soon" message on their external device. As a result, the patient will undergo surgical intervention.